Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's keypad was not working properly during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing,"keypad was not working properly," was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The incoming testing form was reviewed in gsp and revealed that the keypad failed testing due to an intermittent delay from the soft keys.the keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.